Event description:
Surgery to revise acetabular cup due to malalignment. Pt underwent primary cementless arthroplasty on right hip. Three days after surgery, pt heard a snap and pain. Pt stated that they were not "moving as well as this morning and it hurts more". Pt admits to possibly overdoing activity. Surgeon ordered xrays. Acetabular cup has rotated. No acetabular screws were used with the cup original surgery date: 2007; displacement: three days later; revision surgery two days later.